Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump exhibited "blister on downstream sensor". No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing and the dso (downstream occlusion) sensor seal was bubbled. The customer stated problem was duplicated. Dso seal was damaged and degraded (or bubbled) so the dso seal was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.